Event description:
Boston scientific received information that this patient suffered syncope after a minor head trauma. It is unknown whether this implantable cardioverter defibrillator (ICD) contributed to this patient's head trauma or syncopal event. A head CT scan was performed, and everything appeared to be normal. An echocardiography was then performed, which revealed very high dynamic left ventricular (lv) outflow. The decision was made to perform a myectomy. There were no additional adverse patient effects.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.